Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button on a 7f exoseal vascular closure device (vcd) could not be pressed at all, despite excess force being applied. Hemostasis was achieved by manual compression for 20 minutes. The procedure used a retrograde approach and one exoseal vascular closure device (vcd) was used during an interventional procedure. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified to use the exoseal vcd. There were no visible signs of device or package damage prior to use. There were no reported injuries to the patient. A 7f 11cm non-cordis sheath was used. The vessel diameter was confirmed to be =5 mm with no visible calcium, plaque, stent, or significant stenosis near the puncture site. The site had not been previously closed within 30 days and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and non-cordis sheath were retracted together until the bleed-back indicator showed significant flow reduction and the indicator window turned solid black. The indicator window was solid black at the time of attempted button depression, and no red color was observed during retraction. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the plug deployment button on a 7f exoseal vascular closure device (vcd) could not be pressed at all, despite excess force being applied. Hemostasis was achieved by manual compression for 20 minutes. The procedure used a retrograde approach and one exoseal vascular closure device (vcd) was used during an interventional procedure. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified to use the exoseal vcd. There were no visible signs of device or package damage prior to use. There were no reported injuries to the patient. A 7f 11cm non-cordis sheath was used. The vessel diameter was confirmed to be =5 mm with no visible calcium, plaque, stent, or significant stenosis near the puncture site. The site had not been previously closed within 30 days and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and non-cordis sheath were retracted together until the bleed-back indicator showed significant flow reduction and the indicator window turned solid black. The indicator window was solid black at the time of attempted button depression, and no red color was observed during retraction. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was already fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was received fully depressed and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.